Manufacturer narrative:
The event of an explant was reported to abbott. The patient's system was explanted for an unknown reason. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention for unknown reason wherein the entire scs system was explanted.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.